Event description:
3500a reports the system was removed, due to sepsis. Per additional information from hospital rn, the patient had a mrsa infection and the source was unknown. Two weeks post implant, the pm pocket was swollen. The pacer was negative for infection, but the lead was positive. The patient was treated with multiple antibiotics. An echo found no vegetation in the heart. The system was explanted, and despite treatment, the patient died two days later.